Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user reports uti diagnosed shortly after use. Consumer is not new to this product, has been using it for a long time and it has always worked well for him. He caths typically 2-3 times a day recently switched to 4 times day for retention. He has history of a bladder diverticulum and one non-functioning kidney. He had surgery to remove both in the past. He said his urine began to be malodorous and he didn't feel good and had a low-grade fever so he went to urgent care and they did urine testing and his urine culture grew out klebsiella. He said he has had this bacteria before in the past but he has not had a uti in long while. He was prescribed keflex as well as a probiotic to help with constipation and this has helped him, feeling better now.

Manufacturer narrative:
Investigation findings: sticky texture confirmed in returned samples. No abnormalities found in manufacturing or inspection records for the lot. Traceability review revealed raw material batch (200709132) was previously linked to another complaint (capa21052502). Root cause & corrective action: the issue traced to the previously implicated raw material from hopefinder (mt-8013ta). Manufacturer discontinued use of mt-8013ta material as of may 21, 2021. No further corrective actions deemed necessary. Supplier report has been attached to child investigation record. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.